Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013.

Event description:
A surgical technician reported that a glaucoma filtration shunt was explanted, because it was clogged and not filtering. A trabeculectomy was performed during the explant procedure. Additional information was received from the surgeon who reported that the event has resolved with the treatment, and the patient's current intraocular pressure in an acceptable range.